Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red foreign matter was found inside 2 bd posiflush¿ sf saline syringes during a work order creation. The following information was provided by the initial reporter: "discovery of red substance / debris/ contamination within 2 each 306553 saline syringe 10ml lot 2110682. Our assembly team found red debris / contamination within the syringe pack and seal of 2 each during work order creation. Qa approved the remainder of lot 2110682 via ansi sampling, no further debris was found, there is no material on hold.".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 306553 and lot number 2110682. The review did not reveal any non-conformances during the production process that could have contributed to the reported defect. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality engineer team. Fourier-transform infrared (ftir) spectroscopy was performed on the foreign material. Based on the ftir results and an inspection of the foreign material, it was determined that the material was most likely a piece of a suction cup or brake hose in the multivac machine. In order to confirm this determination, the piece of foreign material along with samples of a suction cup and brake hose were sent for comparison testing. The comparison test results confirmed that the foreign material was most likely a piece of the brake hose from the multivac. The most probable cause for this incident is related to the wearing of the hydraulic tubing within the brake housing of the multivac. In order to prevent this defect from recurring, the brake system will be changed and captured under a local change control. H3 other text : see h10

Event description:
It was reported that red foreign matter was found inside 2 bd posiflush¿ sf saline syringes during a work order creation. The following information was provided by the initial reporter: "discovery of red substance / debris/ contamination within 2 each 306553 saline syringe 10ml lot 2110682... Our assembly team found red debris / contamination within the syringe pack and seal of 2 each during work order creation. Qa approved the remainder of lot 2110682 via ansi sampling, no further debris was found, there is no material on hold."